Event description:
It is reported that a customer received an alarm on their insulin pump while priming. The patient's blood glucose level was at 185 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Pump unable to prime during the prime test due to protruded drive support disk. No a33 or a35 alarm noted during testing. Motor passed motor test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.